Manufacturer narrative:
One opened probe was received. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration and cut and was found to be conforming for all three functional tests. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be conforming, therefore the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported he did not feel like the vitrectomy probe was incising the vitreous humor during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected.